Event description:
It was reported that the lens was damaged (haptic was bent) during insertion into the eye. The surgeon enlarged the incision to remove the damaged lens and sutures were placed. The inserter that was used during this event is reported under 1119279-2012-00119.

Manufacturer narrative:
The lens was discarded by the customer, and therefore, it is not available for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.